Manufacturer narrative:
(B)(4). Date sent: 12/12/2025. D4 batch #: z7019l. Additional information was requested and the following was obtained: what is meant by "the staple part had become caught."?, please explain.: the jaws clamped a staple line. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch z7019l, and no non-conformances were identified.

Event description:
It was reported that, during an unknown surgery, an error message ¿clean blade¿ was displayed and the process as instructed was followed but an error message ¿replace instrument¿ was displayed when the next button was pressed. The surgeon said that "the staple part had become caught." After the surgery. After that same device was used to complete the case because the device was not be used. There was no effect on the patient. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. Additional information was requested and the following was obtained: ·did any broken pieces fall off inside the patient's body? Any broken pieces of the blade did not fall off inside the patient's body. Additionally, it is unknown when the broken pieces occurred after the product was used. ·are additional treatments considering for the patient? Additional treatment was not performed on the patient.